Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva tractip single-use laser fiber was used in the ureter for a ureteroscopy procedure performed on (B)(6) 2022. During the procedure, prior to attachment to the laser console for use, the laser fiber was noted to be broken at the tip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva tractip single-use laser fiber was used in the ureter for a ureteroscopy procedure performed on (B)(6) 2022. During the procedure, prior to attachment to the laser console for use, the laser fiber was noted to be broken at the tip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of fiber tip detached. Block h10: investigation results the returned flexiva tractip high power single-use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 315.4 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 4 mm and appeared in good condition. The fiber body was broken at 29 mm from the distal tip. A functional evaluation revealed that the light from the sma connector was bright and round, indicating that there was no fracture within the connector. No other problems with the device were noted. The reported event of the flexiva tractip high power single-use laser fiber tip detached was confirmed. The reported laser fiber tip detached is consistent with a break on the fiber break on the fiber body. It is likely that handling while in transportation or improper storage of the device prior to the start of the procedure contributed to the break on the fiber body. Based on all available information the most probable cause was determined to be cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.